Manufacturer narrative:
As reported, during a percutaneous coronary intervention (pci), while attempting to insert an 11 cm. 6 fr. Si brite tip str sheath into the patient the distal tip became frayed and was not able to be inserted. The procedure was completed successfully although details were not provided. There was no patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown and no target lesion characteristic information was available. Additional information received indicated that the insertion site for the product was unknown. There was no injury reported to the patient as a result of the reported product issue. No target lesion for the procedure or target lesion characteristic information is available. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There were no problems noted during preparation. No additional information is available.   The product was not returned for analysis. A review of the manufacturing documentation associated with 17516188 revealed no anomalies during the manufacturing and inspection processes.   Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.   Please note that this is the initial/final report for this file.

Event description:
As reported, during a percutaneous coronary intervention (pci), while attempting to insert an 11 cm. 6 fr. Si brite tip str sheath into the patient the distal tip became frayed and was not able to be inserted. The procedure was completed successfully although details were not provided. There was no patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown and no target lesion characteristic information was available. Additional information received indicated that the insertion site for the product was unknown. There was no injury reported to the patient as a result of the reported product issue. No target lesion for the procedure or target lesion characteristic information is available. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There were no problems noted during preparation. No additional information is available.